Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated device read 360 mg/dl and a lab measured 127 mg/dl eighteen minutes later while a retest read 252 mg/dl twenty one minutes after the lab result. Reporter indicated no actions were taken and no treatment was administered to the patient as a result of the testing and the patient's current condition is unknown. Reporter stated the patient was in diabetic ketoacidosis at the time of testing which is listed as a potential labeling limitation when testing glucose. Reporter indicated controls were used and found to be in range. A request was made for the return of the suspect device and replacement product was sent.